Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative regarding an implantable neurostimulator. The reason for call was caller reports that they are getting avoid icons on impedance check when the numbers are normal, they are right around 1000. Caller has moved the reference electrode a couple times and they are still within normal range. Caller also said that impedance results between 8-9 electrodes showing 29 and 33 ohms respectively. Technical services specialist (tss) confirmed that there is a short between electrodes 8 and 9. Per caller, the impedance issue was not showing during initial imped checks. Tss reviewed potential causes of short circuits and that the short may possibly resolved post-op but that is unknown. They are using new ins and leads for procedure.